Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 26 mg/dl. The customer was treated with glucose tables and fruit. The customer stated that none of the buttons were responding. The customer stated that she was outside cutting the grass and it started raining and the device was in her pocket. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.